Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analysis was performed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: a 5086mri45 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that within a month after implant, the right ventricular (rv) lead thresholds had increased and were high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.